Event description:
It was reported that the ilet device¿s screen became unresponsive, preventing the user from accessing the device as the unlock button was not functioning, which impeded completing a software update, and a replacement device was arranged with instructions to shut down the original unit and return it; the user¿s blood glucose at the time was 118 mg/dl. No reported adverse physiological effects. Outcomes included no need for medical intervention and uninterrupted diabetes management using continuous glucose monitor (cgm) while awaiting replacement. Investigation included a review of the reported hardware behavior, device use context, and replacement process. Investigation of this case revealed a device display or touchscreen failure consistent with a screen unresponsive condition. It was concluded that the event was attributable to a device hardware malfunction of the screen interface, with user mitigation steps and device replacement initiated.